Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's insulin pump malfunctioned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked battery tube threads and scratched display window.